Event description:
The reporter stated that the device result was 280mg/dl and a repeat result was 120mg/dl with a different test strip vial from the same lot. No treatment was necessary. The device was replaced and requested to be returned for evaluation.